Event description:
It was reported, the patient had pain at the implantable neurostimulator (ins) site, and examination found the site sensitive to touch on (B)(6) 2011. The patient had the device replaced approximately 2 months later. The device was implanted deeper so that it would be less tender and sensitive to the touch. The event resolved without sequelae.

Manufacturer narrative:
Product ID, 377775 lot# n0032985 serial#, implanted: 2005 (B)(6), explanted: product type lead product ID, 377775 lot# n0032985 serial#, implanted: 2005 (B)(6), explanted: product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type programmer, patient. (B)(4).